Manufacturer narrative:
On 14 march 2016 it was prepared a final report with the information already submitted in the intial report. On 18 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 30 dec 2015, the medical affairs director performed a clinical evaluation and commented as follows: loosening of primary tha 3 years postop. Stem looks very well placed postoperatively, well centered and with proper maintenance of articular dimensions. A lack of proximal medial bone support is perhaps visible on postop xrays. After 2+ years, diffused radiolucency, particularly significant in gruen zones 7 and 6, all around the stem. Distal fixation, hip is most probably painful, as reported. This is a possible negative outcome of tha, but the root cause cannot be determined with certainty. However, given the high number of successful procedures made with these products, there is no reason to think of a design fault of the implanted devices. Batch review performed on 14 january 2016: (B)(4).

Event description:
Proximal loosening of a amistem. The case had to be revised. The explants were not available. X-rays were available.